Event description:
Curos jet cap malfunctioned, leaving patients daily fluid line leaking on the patient and not through IV line. Cap was removed and placed in biohazard bag to sent to purchasing. Number on cap is (B)(4). The tubing was not preserved.